Manufacturer narrative:
UDI was not available as the device was manufactured on 06/2013 prior to the UDI compliance date of 09/24/2016. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a customer received an expired inclusive mini implant. While accounting for the new implants, the staff discovered an expired implant was sent to the office (best used by june 2018). There was no patient involvement.

Manufacturer narrative:
The implant was returned for an evaluation. The implant was visually checked and the packaging showed the expiration date of june 2018. The implant was confirmed to be expired. A CAPA was opened to further investigate the cause and address the issue. This event is being tracked and trended.